Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010034, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010034 was manufactured according to the work instruction (wi) version 82 and packaged in the multivac 12 on 29-oct-2024, with a total of (B)(4) units. The sub-assembly of the lot 4k05685 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 29-oct-2024, with a total of (B)(4) units. The sub-assembly of the lot 4k05686 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 29-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05113 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 25-oct-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k05238 was manufactured according to the wi version 42 and manufactured in the machine 04-08, on 26-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.